Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the pt received more medication than intended. The device was returned to the biomedical dept with an unsigned note that stated, "appears to be over infused, 50ml programmed 100ml delivered." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delay of critical therapies when the device was in clinical use. Though requested, no additional info was provided.